Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that during a routine ipg replacement the tail end of the lead was broken. The replacement was unable to be completed and the damaged lead was left implanted in the patient. Surgical intervention may be taken at a later date to address the issue.